Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06395. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele. It was reported that following insertion the patient experienced pain dyspareunia, recurrent vaginal infections, vaginal bleeding, nocturia, vaginal itching, vaginal burning sensation and discharge, and loss of feeling in the vagina, urge incontinence, mesh erosion, urethral diverticulum, exposure of implanted mesh, pelvic pain, bladder pain and pyuria. It was reported that patient underwent partial removal on (B)(6) 2011, and total removal (B)(6) 2013. (B)(4).